Event description:
A distributor reported that a customer's pump had a shattered screen, rendering the touchscreen non-functional and unreadable. There was no reported adverse impact to the customer¿s blood glucose level. The customer reverted to an alternate method of insulin therapy.